Event description:
Received a report that a pt experienced difficulty breathing when a 6dic disposable inner cannula was inserted. The customer reported that the inner cannula appeared to be restricted. The inner cannula was immediately removed and replaced without incident. There was no pt harm reported.